Event description:
The brush broke during a manual wash and the device was not used in any procedure prior to being returned to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. When the foreign material was identified, olympus requested additional information regarding the customer's reprocessing practices. The local olympus site reported the customer was trained to clean, disinfect, and sterilize the device in accordance with device instructions. The local olympus site could not confirm whether the last reprocessing was performed by a trained technician as the customer's usual technician was not available. It was noted that the technician used was not cleaning the scope properly from the bending tube side. Therefore, it is likely the material may not have been removed due to improper reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection and sterilization procedures. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, there may have been deviations from the device instructions during customer reprocessing. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a deformed grip, an air/water and suction cylinder with no color, a scratched switch box, a corroded electrical connector and suction connector due to water leakage, a wrinkled connecting tube and universal cord, water tightness lost due to a pinhole on the bending section cover, and the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover. Additionally, the following components were found scratched: plastic distal end cover, objective lens, and light guide lens. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a broken washing brush inside the settler. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign objects in the light guide lens was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.